Event description:
The rptr received an er1 message on the meter. Prior to the er1 message, the reporter was getting "hi" on the meter. The reporter had not compared the confirmation dot to the color chart on the vial. No info given on hematocrit. A control test was not done due to lack of supplies. On followup, the rptr is on chemo for lung cancer. Recent test on doctor's meter (type unknown) was 348 mg/dl; now 229 mg/dl. The rptr did not know that disease/illness could affect the blood sugars. No harm was alleged.